Event description:
The customer reported: "during an evening treatment the nurses heard a strange noise more like a bang from the ICU where a patient was treated on a prismaflex device. When they arrived for inspection they just saw that the green lamp on the prismaflex was slowly put out. The machine was completely dead without any alarm. When we inspected the machine's power supply, a part of an ic fell out of it." The blood in the set was given back to the patient manually. Reported machine runtime was 3560 (h).

Manufacturer narrative:
The manufacturer is aware of the problem related to malfunctioning power supplies and will conduct further investigation of this incident. The manufacturer has requested the defective power supply for further investigation. No injury or clinical consequences to the patient was reported. A follow-up report will be provided on conclusion of the investigation.